Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right atrial lead was fractured. The patient underwent a revision procedure in which the lead was surgically capped and a new competitor's product was implanted. No further adverse patient effects were reported.